Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the angled long saber attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing conducted at the manufacturer facility the angled long saber attachment experienced wobble that resulted in the cut test being aborted. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed. It was confirmed during evaluation of the attachment that the device had heat symptoms and excessive bur wobble. Based on the repair technician¿s evaluation of the attachment and a review of risk documentation and previous investigations, broken down lubrication in the bearings and the shattered bearing are the likely causes of the device overheating, and the shattered bearing is the likely cause of the excessive bur wobble. The attachment is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the angled long saber attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing conducted at the manufacturer facility the angled long saber attachment experienced wobble that resulted in the cut test being aborted. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.